Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3. Two clips were implanted, successfully reducing the mr to <1. On (B)(6) 2019, it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet. A single leaflet device attachment (slda) occurred. The mr had increased to 3. An additional clip was implanted to stabilize the slda, successfully reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.